Event description:
According to the reporter: used for surgery of rectal prolapse. Device was clogged and could not be fired. New device was opened to continue procedure, but it had the same problem. While trying several times, only three tacks could be fired. However, since the device was often clogged, mesh was fixed by manual suturing. Bleeding was less than 200cc. No tissue damage. No add¿l tissue loss. Pt status: unk. Operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).